Event description:
It was reported that the patient had been hospitalized with hypoglycemia and suffered a hypoglycemic seizure . The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod between 4 and 24 hours. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.